Manufacturer narrative:
The device was evaluated by the manufacturer at the customer site. The image acquisition system (ias) was tested when not in use by unplugging the mobile view station (mvs) power cable from the outlet. After doing the motion battery indicator dropped while the x-ray battery level remained at the top of the indicator. Tested batteries and chargers but everything was within specs. Disconnected umbilical and the motion battery indicator dropped 5 bars in approx. 5 minutes. Replaced all 8 motion batteries. After swap, without charge, drove ias around or 3 times and the battery indicator only dropped two bars. Performed system checkout and system was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a case when moving the imaging system from around a patient he noticed a battery level critical message on the pendent. They were still able to take images of the patient and continue using navigation. No delay to surgery.